Event description:
It was reported the pt has been experiencing pain at the lead site. It was also reported the ot has been unable to receive stimulation in the area needed. Reprogramming attempts have been unsuccessful. The pt plans to discuss the next course of action with her surgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.